Manufacturer narrative:
Date rec¿d by MFR: 15jan2019. The customer replaced the flow sensor to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/20/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator failed the oxygen (o2) flow accuracy test in the performance verification testing (pvt) sequence. Reportedly, when the o2 flow was set to 140, the analyzer read 180. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.